Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter and kidney performed on (B)(6) 2014. Reportedly, the laser unit was set to 1.0 joules and 10 hertz. According to the complainant, 10 minutes into the procedure, the laser fiber burned back during use. The procedure was completed with another flexiva laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip was detached.

Manufacturer narrative:
(B)(4) fiber tip detached. Visual examination of the returned laser fiber revealed that there was no exposed glass tip. The pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and round with an effective transmission of 82.4%. No evidence was found that the aiming beam was exiting out of any other location of the laser fiber body. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.